Event description:
Information received by medtronic indicated that the insulin pump had possible over delivery anomaly. The customer alleges that their pump was over delivering due to low blood glucose after breakfast which was 70 mg/dl. The customer treated the low blood glucose with food. The customers current blood glucose value was 156 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The automode feature was active at the time of low blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.